Event description:
It was reported that a user experienced concerns with teflon infusion sets due to bent cannulas prior to insertion and had paused insulin delivery with no active sensor for an extended period, leading to a blood glucose of 399 mg/dl; a replacement box of infusion sets was arranged and the user was guided through a full infusion set change on the ilet. Symptoms included hyperglycemia without clinical signs, symptoms, or conditions beyond elevated glucose. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.